Event description:
It was reported that a custom lab tube was being prepared for its third reprocessing cycle when the cuff was noticed to have a hole. No patient injury was reported.

Manufacturer narrative:
UDI and 510k are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. The complaint, cuff will not inflate, was confirmed. Further investigation found a 10 mm portion of the cuff missing. Customized devices are 200% inspected for leaks prior to packaging; once by manufacturing and once by quality. The instruction for use states to avoid contact with sharp objects and that aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube. No details were provided by the complainant on how the device was reprocessed. The investigation did not reveal any manufacturing defects with the returned device. The root cause could not be determined.